Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for routine generator change out procedure. Prior to the procedure, device interrogation revealed that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2020. Patient was stable before, during, and after the procedure.